Event description:
It was reported that the barrel flange of the bd ultra-fine ii¿ insulin syringe was bent and cracked in half in the sealed packaging. The following information was provided by the initial reporter: "my reason for emailing is I have found yet an odd syringe in my bag of syringes: as you can see the barrel flange is bent and is cracked in half and was found in a sealed bag."

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (2) photos of syringe 0.5ml 30ga 8mm and (1) photo of polybag. It was reported by the consumer that "found yet an odd syringe in my bag of syringes, as you can see the barrel flange is bent and is cracked in half and was found in a sealed bag. The photos were visually examined and observed bent and cracked flange. Embecta was able to confirm the reported failure. A review of the device history record was completed for batch# 1256999. All inspections and challenges were performed per the applicable operations qc specifications. No root cause can be determined.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel flange of the bd ultra-fine ii¿ insulin syringe was bent and cracked in half in the sealed packaging. The following information was provided by the initial reporter: "my reason for emailing is I have found yet an odd syringe in my bag of syringes: as you can see the barrel flange is bent and is cracked in half and was found in a sealed bag.".